Event description:
It was reported that during a lap chole procedure, after firing the jaws stuck in the closed position on the vessel. The surgeon manually pulled the handles open and the jaws released. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.